Event description:
Pt was using treadmill and felt it jerk slightly. 30 seconds later, the treadmill went to its maximum speed without warning. The rehabilitation tech attempted to shut the machine off, but emergency cord and off button did not work. The treadmill finally shut it self off within 30 seconds after the incident.